Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, it was observed that there was a temporary malfunction of the system on (B)(6) (1st hypoglycemic event) due to transient noise in the optical channel. The example on the 16th september displayed the inherent lag in the sensing technology of the sensor, where the system asserted the hypo alert in the next sensor reading at 6:12 pm cet after the finger-stick calibration entry at 6:10 pm cet (2nd hypoglycemic event). Eventually, the system retired the sensor (B)(6) due to degradation of indicator on the(B)(6) 2020. The user was inserted with a new sensor on (B)(6) 2020.

Event description:
Senseonics was made aware of an instance where the patient experienced two hypoglycemia events. Patient complained that eversense app did not provide any low glucose alerts due to sensor value discrepancies compared to blood glucose meter (bgm). For first incident, sensor reported 80 mg/dl where as bgm showed 56 mg/dl. For second incident, sensor reported 80 mg/dl where as bgm showed 50 mg/dl.